Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had an ablation procedure. Post procedure all measurements were in range. However, multiple alerts were received related to high out of range pacing and shock impedance measurements on the right ventricular (rv) lead and low out of range pacing impedance measurements on the right atrial (ra) lead. Therefore, technical services (ts) suspected that the ablation procedure interfered with the impedance testing. No adverse patient effects were reported. This ICD remains in service.